Manufacturer narrative:
Clarification to d6a implant date: partial date "2012". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported to a abbvie vendor "implant leaked and was experiencing problems". This record is for the right side. Device was explanted and replaced, manufacturer unknown.